Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine check-up as previously upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. As a resolution the ICD was reprogrammed. The patient condition was stable.